Manufacturer narrative:
Additional information: updated with the location where this issue was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Reporter: the location where the reported event was not provided. Device evaluated by MFR: the emitter was returned to the manufacturer for analysis and the reported issue was confirmed. The em interface shows faults on drives four and six. The cause was an electrical failure of the emitter. Manufacture date: device manufacturing date is unavailable at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem box was broken, did not work properly, and was slowing down the computer. It was also noted that the field generator did not emit. There was no patient involvement.